Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation as the stent remains in the patient. The investigation was unable to determine a conclusive cause for the reported difficulties and patient effects. The reported patient effects of angina, myocardial infarction, thrombosis, and restenosis, as listed in the promus everolimus eluting coronary stent system instructions for use are known patient effects that may be associated with use of a coronary stent in native coronary arteries. A review of the lot history record and complaint history of the reported lot could not be conducted because the part and lot numbers were not provided. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the previously filed medwatch report, new information was received as follows: the patient presented with symptoms of angina as well as stress echocardiogram suggestive of anterolateral wall ischemia. The promus stent that was deployed on (B)(6) 2012 was a 3.0 x 12 mm promus stent. The stent was deployed in the 70% stenosed proximal left anterior descending artery successfully reducing the stenosis to 0%. Post-dilatation was performed with a 3.5 x 8 mm non-compliant balloon catheter. The patient was re-hospitalized on (B)(6) 2016 with unstable angina and a non-st elevation myocardial infarction. Cardiac catheterization was performed which revealed a hazy lesion within the previously deployed promus stent that appeared to be a stent fracture with displacement and also in-stent restenosis, and maybe a little bit of thrombus. A 3.0 x 10 mm balloon was advanced and inflation to 8, 10 and 12 atmospheres with some improvement in the area but with a little bit of waist noted. A 3.5 x 12 mm promus drug eluting stent was deployed for treatment of the fractured stent, thrombus and restenosis. A 3.5 x 12 mm non-compliant balloon was advanced and inflated. Subsequent angiography revealed good stent deployment and a good distal timi 3 flow. No additional information was provided.

Manufacturer narrative:
(B)(4) during processing of this complaint, attempts were made to obtain complete event, patient and device information. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us. The stent remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a patient that was previously treated with an unknown promus stent on (B)(6) 2012 returned to the hospital on (B)(6) 2016. A possible fracture of the promus stent implant was observed. The fractured stent was treated with the placement of another stent inside the stent. No additional information was provided.